Event description:
It was reported that the endopouch was inserted through the trocar into the abdomen. The bag was advanced and broke away from the instrument. A new endopouch was used and the procedure was completed with no pt consequence.